Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead dislodgement and perforation were observed. The lead was explanted and replaced. It was noted that the lead helix wrapped around a solid white plug when the lead was analyzed. The patient¿s condition was stable.